Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were no observed lines through the display screen. The display screen was found to be dim and discolored. Unrelated to the display screen, the ok and down keypad buttons were intermittently unresponsive. Contamination was found underneath all of the keypad button contacts. The battery compartment was also cracked.